Manufacturer narrative:
Sections b5 and d6b were updated. Internal complaint reference: (B)(4).

Event description:
It was reported that, after performing a total right knee revision arthroplasty in 2018 and an insert and patella replacement in (B)(6) 2024, the patient experienced difficulties walking, climbing stairs, standing, and sleeping. The patient confirmed he complied after his surgeries and had received extensive physical therapy. The symptoms were addressed in a revision surgery on (B)(6) 2025, where a new legion hinge knee was implanted. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a total right knee revision arthroplasty was performed in 2018, the patient experienced difficulties with walking-climbing stairs, standing, and sleeping. These symptoms will be addressed by a second revision surgery planned for april 2025. The patient confirmed he had complained after the surgery and has received extensive physical therapy. The patient's overall health status, aside from the difficulties previously mentioned, is unknown.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the findings of "significant flexion/extension mismatch" in the presence of the "largest size revision femoral component" most likely contributed to the patient reported pain, swelling, ambulation difficulties and sleep disturbances as this type of imbalance can accelerate component wear due to increased stresses upon the prosthetic components as well as lead to component loosening. The previous report of ¿high degree of slope on the tibia side and femoral implant¿/gap imbalance for which the first revision was performed cannot be ruled out as a contributing factor. However, without radiographic imaging or further documentation, the clinical root cause cannot be definitively concluded and neither surgical implantation selection/technique nor mechanical and/or patient factors such as ligament laxity can be ruled out. The patient impact included the gap mismatch along with the reported signs/symptoms which precipitated the third revision/conversion to a hinge knee system. Of note, the "largest size hinged femoral and tibial components were used with the largest size distal femoral augments" during the third revision; therefore, future total knee arthroplasty revision options may be limited. The current patient health status is unknown, albeit the patient is ¿concerned about the past and what brought me up to that day of april 2nd¿, noting the implantation of smith and nephew components in 2018. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. Additionally, revealed that postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Also, warnings and precautions states that the patient should be warned of surgical risks and made aware of possible adverse effects. The patient should be warned that the implant can become damaged as a result of strenuous activity or trauma. Besides, possible adverse effects section states that temporary or permanent nerve damage can result in pain or numbness of the affected limb. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, joint tightness or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.